Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 02-dec-2025. Investigation summary: bd received 7 samples, 8 videos, and 4 photos for investigation. The videos showed multiple tubes with cracks on their sides near the bottom, as well as a tube leaking blood. The photos depict a tray pack with a hole punched through its bottom, resulting in loose eps beads. The 7 returned samples were visually inspected for cracks or damages and tray pack residue; cracks and damages were observed, while no sample failed for tray pack residue. Additionally, 30 retained samples were visually inspected for damages, and none failed. Out of 10 retained samples visually inspected, brittleness was observed. The retained eps tray was visually inspected for loose beads and damage and passed inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: chipped product/component, broken/leaking, cracked product/component and tray pack residue. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, two tubes broke in the centrifuge and seven tubes were found to have cracks from that batch. When checking the styrofoam tube trays are also damaged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, two tubes broke in the centrifuge and seven tubes were found to have cracks from that batch. When checking the styrofoam tube trays are also damaged. No adverse impact was reported regarding the patient or user.